Manufacturer narrative:
Evaluation summary: no anomalies found, however the outer insulation was pulled/stretched/overstressed, and the lead was damaged at implant; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the patient experienced phrenic nerve stimulation in every position. When the lead was removed from the body, the physician tried to inject saline into the lumina but the solution escaped from the lead distal to the connector pin, with insulation damage noted. The lead was not used and was replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.